Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed a broken sensor wire on (B)(6) 2013.patient states that the wire broke off during insertion into her back. Patient states that there is no sensor wire protruding from the skin, but claims she feels a lump under her skin. She is not sure if the lump is the sensor wire. She is not in any pain.at the time of contact with dexcom technical support, patient reported that she was feeling fine. Patient did not report any injury or medical intervention.